Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region of the lead. The cause of the external insulation was consistent with friction to the device can.

Event description:
This report is to advise of a failure event observed during analysis.